Event description:
It was reported that the catheter separated and broke. A 135/20 renegade hi-flo kit was selected for use. During preoperation, it was noted that the catheter separated and broke when removed out of the protective hoop. The device did not go into the patient. No patient complications reported.

Event description:
It was reported that the catheter separated and broke. A 135/20 renegade hi-flo kit was selected for use. During prepation, it was noted that the catheter separated and broke when removed out of the protective hoop. The device did not go into the patient. No patient complications reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The tip, inner/outer shaft, and hoop were microscopically and visually inspected. Inspection revealed the inner and outer shaft stretched for a length of approximately 43cm, with the outer shaft separated at the strain relief and 51.7cm from the strain relief. Inspection of the remainder of the device, apart from the damage observed revealed no other damage or irregularities.